Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). No excessive no delivery alarm noted during testing. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. (B)(4).

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. Customer reported they have a backup plan available. The customer treated herself by giving a manual correction. The customer's mother advised that they already knew it and declined to further troubleshoot for high blood glucose. The customer's mother reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood glucose was 300 mg/dl. The customer stated that there is no significant events leading to the alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.